Event description:
Patient was implanted with zero-p construct on an unknown date. Reportedly the screw backed out of the zero-p implant and subsequently became loose. The patient has not had any issues and no pain has been reported. Patient was returned to the o.r. On (B)(6) 2013 for revision surgery. The loose screw was removed and no other treatment was necessary. Malunion was also reported. The surgery was successfully completed. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Manufacturer narrative:
The product development evaluation was completed. It concluded: the zero-p instrument and implant cervical system includes a large family of lordotic, convex , and parallel implants with heights from 5mm to 12mm. The system also includes three lengths of locking screws (04.617.812, 04.617.814, and 04.617.816). The complaint handling unit reviewed the associated drawings; these drawings detail the appropriate dimensions, materials, and finishing processes for a successful locking screw/plate connected.